Event description:
During a tonsil and adenoidectomy case the plasmablade tna device (adenoid tip) sparked. The generator settings at the time of the spark were coag 8, cut 1, but the oxygen setting was unknown. No patient impact (patient details refused to be given by user facility). *due to the fact that the generator could not be ruled out as the cause or a contributing factor to the reported incident it is deemed reportable

Manufacturer narrative:
Product event (B)(4). Method, results, conclusion: generator not returned therefore analysis unable to be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.